Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the occlusion alarm occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer changed all supplies. Customer's blood glucose level was 271 mg/dl and was addressed with a bolus.